Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent right hip arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision on an unknown day for an unknown reason. Attempts have been made and no further information has been provided.

Event description:
It was reported the patient was identified for medical attention for unknown reasons. No revision or medical intervention has been reported to date however. Attempts were made to obtain additional information, none was provided.

Manufacturer narrative:
(B)(4). Multiple mdrs were submitted for this event. Please see reports: 0001822565 - 2018 - 03214, 0001822565 - 2018 - 03368. Reported event was unable to be confirmed due to limited information received from the customer. Provided patient x-rays were reviewed and confirmed implant dislocation of the femoral head at an unknown time in relation to this event. However, this cannot confirm the complaint as no information regarding serious injury or malfunction associated with the event has been provided. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.